Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected pocket. The device and leads were explanted. A transvenous lead was implanted and connected to an external pacer. A new device system will be implanted when the infection is under control. No further patient complications have been reported as a result of this event.